Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a multiple pump error alarm. The customer¿s blood glucose level was unknown. Customer reported that they had receive a lot of pump errors during bolus. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected hardware low level failures, alarms during testing however, hardware low level failures alarm , the hardware rtc date and time disagrees with the software maintained date and time, alarm are found in the formatted history file due to a software error.